Event description:
Product complication: filter basket detachment. Successfully retrieved during an endarterectomy in 2005. Time of complication: during the procedure, one day before. Symptoms: none. Clinical application consultant called to report that during retrieval of the filter basket the physician inadvertently re-deployed the filter basket inside the stent. The physician felt resistance and did not realized that the filter had re-deployed. Upon feeling the resistance the physician with extreme force pulled on the retrieval catheter causing the filter to detach inside the stent. The physician tried to snare the filter basket; however, unsuccessful. The pt is doing fine and the filter basket was successfully retrieved during an endarterectomy in 2005. The pt also received a blood transfusion. No additional information was available.